Event description:
It was reported that there was a force sensor bridge test fail. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was chipped and cracked. During the flow and occlusion tests and after checking calibration, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced force sensor and plunger cable as a preventative measure. D4 (UDI) is unknown. No product information has been provided to date.